Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacing pause on the surface monitor strip for 4 seconds. This is the only time this has occured. All lead diagnostics are normal. The patient is not pacmaker dependant. ,

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacing pause on the surface monitor strip for four seconds. This is the only time this has occurred. All lead diagnostics were within normal limits. The patient was not pacemaker dependant. The device was interrogated and there was no evidence of device malfunction. No noise was found and all measurements were normal. The physician did no know what caused the surface electrogram findings of pacing inhibition. No adverse patient effects were reported. The device was later explanted for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.